Event description:
It was reported that the user experienced insulin cartridges leaking from the rear near the plunger on three consecutive cartridges, leading to inadequate insulin delivery while using an ilet system and sustained elevated glucose of 566 mg/dl for several hours. The agent guided a cartridge and tubing change using a different lot and confirmed replacement supplies would be shipped. Customer care provided support that included verification of lot information, execution of a guided cartridge replacement, reconnection at the anchor position, and a fill cannula. Investigation of this case revealed that the prior cartridges were leaking at the plunger interface, which likely caused insufficient insulin delivery and resultant hyperglycemia; use of a new cartridge from a different lot and proper priming steps restored delivery. Symptoms included polydipsia and nausea associated with hyperglycemia. Outcomes included continuation of insulin therapy on the device without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user- and supply-related delivery interruption due to cartridge leakage, resolved by replacing the cartridge and completing the prescribed setup steps.